Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient underwent : a pedicle screw fusion at l5-s1 bilaterally with a transforaminal lumbar interbody fusion at l5-s1 with bilateral facetectomies at l5-s1 and l5 partial inferior, s1 partial superior laminectomies with autologous bone fusion at l5-s1, allograft bone fusion at l5-s1, and insertion or bone morphogenetic protein into the disk space of l5-s1. Preoperative diagnoses: adult scoliosis and foraminal stenosis at l5-s1. As per op-notes: disk material was removed using a multitude of rongeurs, and subsequently the disk jack was then implemented to jack up the disk space. The distracting system was then jacked up to an additional extent, and further cutting rongeurs were utilized to remove disk material and scrape the endplates of l5 and s1. This was done in an anterior-posterior dimension as well as a lateral to medial dimension to allow adequate removal of disk material and to scrape a wide surface of endplate of l5 and s1. At this point, bone morphogenetic protein sponges were inserted into the l5-s1 disk space, and it was packed as anteriorly as possible. Subsequently, some bone autograft was inserted into the disk space and was packed as anteriorly as possible, and at this point the bone allograft spacer was inserted into the disk space and was hammered into place and was placed as anteriorly as possible.no complications were reported. Post operatively patient alleged unspecified injuries due to rhbmp-2.